Event description:
A tps handpiece cord was sent for eval because it got hot during preparation for use. There was no pt involvement, no adverse event was associated with the device.

Manufacturer narrative:
The device has not been received for eval. Additional info will be submitted once the device is received and the quality investigation is completed.